Event description:
Completed medwatch received on 08/18 reporting dialyzer bloodleak that occurred on 05/03/97. The facility reports that blood was noticed in the effluent dialysate immediately after the treatment was initiated. The blood in the dialyzer and lines was not returned to the patient resulting in a bloodloss of approximately 250cc. A new dialyzer and lines were set up and the patient resumed treatment with no ill effects. No medical intervention was necessary. The patients hematocrit pre incident was 35.5 and post incident 33.4 the suspect device is not available for evaluation.